Event description:
Catheter became dislodged and reportedly caused a patient to have a pneumothorax.

Manufacturer narrative:
A sample was rec'd for evaluation and was visually evaluated under magnification by the quality and engineering personnel at the manufacturing facility. The evaluation revealed that the catheter cuff revealed that only part of the cuff was affected by excess adhesive and that the other portion of the cuff revealed blood and tissue imbedded in the cuff. The investigation could not quantify the smoothness of the cuff as being related to the level of adhesive used in the cuff assembly. Therefore, based on the results of the investigation, a definitive root cause cannot be identified for this particular reported issue. Unfortunately, a lot number was not rec'd for this incident, therefore, a review of the device history could not be performed. A review of all applicable manufacturing documentation did not identify any issues that may have contributed to the identified failure mode. However, preventive action has been initiated in which, the gluing process used to bond the cuff to the catheter has been improved by operationalizing a quantitive control specification. Inaddition, all applicable manufacturing and quality personnel have been rec'd appropriate communications and training to heighten awareness of the manufacturing process.